Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient was seated on the swimming pool, slipped on the side and then bumped his head on the tile. No bruise was present, however the patient could no longer hear on that side with the device. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was seated on the swimming pool, slipped on the side and then bumped his head on the tile. No bruise was present, however the patient could no longer hear on that side with the device. The patient is scheduled for re-implantation.